Event description:
We received a report that a patient experienced an unexpected post-operative refraction in the left eye after implantation of a 20.0 diopter sensar ar40e intraocular lens (iol). Post-op refraction of (B)(6) 2104 was +2.0 -1.0 @155. At this time the iol remains implanted.

Manufacturer narrative:
The manufacturing record review indicated that all process operations documented in the manufacturing record were in compliance with manufacturing instructions and specifications. All tests results showed a pass disposition. No deviation or non-conformance (ncr) related to the customer claim was generated. A review of the raw material/manufacturing procedures in the change control system was done during the period when this production order was manufactured and does not show any change in manufacturing method, inspections or specifications that could be related with this complaint type. Based on the monofocal documents reviewed, no deviation or any nonconformity occurred throughout the process. The entire lens production order was within the 20.0 diopter acceptance criteria. The documentation shows that the product met manufacturing release criteria. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(6). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Corrected data: if implanted, give date: (B)(6) 2014. (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Additional information: at this time a secondary procedure is not planned. (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.